Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with 99,322 joules used and 11:18 minutes expended, the laser beam angle was incorrect (lateral). The procedure was completed utilizing another of the same device. The patient's condition following procedure was reported as stable. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap, and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the outer flow tubing open end exhibits minor scratch marks. The reported issue could not be confirmed. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.